Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced. The reported problem of "system error code 345" could not be confirmed through the event history log (ehl). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.